Event description:
It was reported that the lead unsuccessfully treated dfts due to patient physiology. Elevated defibrilation thresholds were observed. The lead was repositioned and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.